Event description:
Additional information received indicated noise resulting in oversensing was observed on the device.

Event description:
It was reported that the device delivered inappropriate antitachycardia pacing (atp) and an inappropriate shock for a sinus rhythm that fell into the ventricular tachycardia zone. Additionally, poor morphology scores and oversensing was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.